Manufacturer narrative:
H6: patient code e060106 added per medical safety review.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa was implanted on (B)(6) 2025, and the patient was admitted overnight due to a late case time. The patient was discharged on (B)(6) 2025, in stable condition. The patient returned to the hospital (B)(6) 2025, with severe chest pain. The patient had a computed tomography (CT) scan that showed no aneurysm or pericardial effusion. Transthoracic echocardiogram (tte) showed a trace pericardial effusion only which was unchanged. The patient was seen by an electrophysiologist (ep) and believed the patient's symptoms were consistent with respiratory insufficiency. The patient had also been diagnosed with complete heart block requiring temporary venous pacemaker, acute kidney injury secondary to acute tubular necrosis, and hospital acquired bilateral pneumonia. The patient's family decided to withdraw medical care on (B)(6) 2025, and the patient passed on (B)(6) 2025. The cause of death was noted to be due to acute kidney failure. The physician did not provide any assessment of the relationship of the death to the watchman device(s) and/or implant procedure.

Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was performed. A 24mm watchman flx pro laa was implanted on (B)(6) 2025, and the patient was admitted overnight due to a late case time. The patient was discharged on (B)(6) 2025, in stable condition. The patient returned to the hospital (B)(6) 2025, with severe chest pain. The patient had a computed tomography (CT) scan that showed no aneurysm or pericardial effusion. Transthoracic echocardiogram (tte) showed a trace pericardial effusion only which was unchanged. The patient was seen by an electrophysiologist (ep) and believed the patient's symptoms were consistent with respiratory insufficiency. The patient had also been diagnosed with complete heart block requiring temporary venous pacemaker, acute kidney injury secondary to acute tubular necrosis, and hospital acquired bilateral pneumonia. The patient's family decided to withdraw medical care on (B)(6) 2025, and the patient passed on (B)(6) 2025. The cause of death was noted to be due to acute kidney failure. The physician did not provide any assessment of the relationship of the death to the watchman device(s) and/or implant procedure.